Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported. Upon further review, it was determined that this lead exhibited a gradual rise in shock impedances. Additional information was received that this right ventricular (rv) lead exhibited a gradual rise in shock impedances consistent with calcification. Technical services (ts) recommended lead replacement. This lead was subsequently surgically abandoned, and the patient was upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD). Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
Follow up report 1 (device evaluation): this product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported. Upon further review, it was determined that this lead exhibited a gradual rise in shock impedances. Additional information was received that this right ventricular (rv) lead exhibited a gradual rise in shock impedances consistent with calcification. Technical services (ts) recommended lead replacement. This lead was subsequently surgically abandoned, and the patient was upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD). Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported.